Event description:
It was reported that the customer was hospitalized five times in the last month partly due to diabetes. The customer caught a virus that made him unresponsive. The customer's blood glucose level was 597 mg/dl and was throwing up blood. At this time the customer was disconnected from the insulin pump and reverted to manual injections. He went to intensive care unit. His esophagus was damaged. Years ago, the customer's appendix ruptured and it went undiagnosed. His healthcare provided said it was gastroparesis. He became septic and affected his motor skills causing him not to be able to use the insulin pump on his own. The insulin pump did not cause the customer to go into the hospital. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.